Event description:
It was reported that the leads were reversed in the header of the pulse generator at the initial implant in 2005. Due to the patient experiencing atrial fibrillation/flutter, surgery was performed and the leads were inserted correctly into the header of the new pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.